Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic. The insulin pump was received moisture damaged at motor. The insulin pump was monitored and no constant tone. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a blank display and was beeping. The customer reported that the insulin pump was exposed to rain. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was vibrating without an alarm or alert. The customer stated that the insulin pump had a constant tone. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.